Event description:
In 2008, the patient reported that 1-2 weeks ago, he noticed moisture in the cartridge compartment of the infusion device. He stated that his infusion tubing appeared to be leaking insulin "where the tubing connects to the cartridge." He stated that the infusion tubing did not appear to be torn. He stated that he does not allow insulin to reach room temperature before inserting the insulin cartridge into the infusion device. He was advised that using cold insulin could produce moisture and to allow insulin to reach room temperature before use. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.